Event description:
While transferring the pt from (B)(6) hospital ICU to (B)(6) hosp ICU (higher level of care) versamed ivent (s/n (B)(4)) began to malfunction. The vent passed a self-test as well as ovt test prior to being applied to the pt. Approx 15 min into the transport the vent began to malfunction and would not deliver tidal volume to the pt, even use of the manual breath control would not deliver the required volume. The pt was immediately ventilated with bvm and supp o2 until switched to a back up ventilator for the remainder of the transport. Dates of use: (B)(6) 2011 - 1646-1700hrs. Reason for use: s/p cardiac arrest. (B)(4).